Manufacturer narrative:
(B)(4). Connecting to the set up before it is properly primed is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during the initial drain phase of peritoneal dialysis therapy. During troubleshooting, it was discovered that the home patient (hp) connected before priming was complete. A technical service representative reviewed proper disconnect procedures with the hp and instructed the hp to cycle the power to clear the alarm. The hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.